Event description:
It was reported that approximately 1 year, 2 months, and 18 days following the implant of this transcatheter bioprosthetic valve, during a hospitalization where the patient was being treated for pneumonia, the patient's consciousness level decreased. An electrocardiogram revealed an st increase. There was a noted increase in creatine kinase, lactate dehydrogenase, and aminotransferase levels. A myocardial infarction was suspected due to a positive troponin test. The patient was transported to a different hospital where they were admitted due to stress cardiomyopathy. Upon admission, vitals were stable. Approximately 6 days later, torsades de pointes was noted. Subsequently, one time defibrillation was performed due to pulseless electrical activity. Due to a "do not attempt resuscitation" order, no further cardiopulmonary resuscitation was performed. The patient's death was confirmed the next day. The cause of death was reported to be ventricular fibrillation.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.